Event description:
Potential for injury associated with an unknown pronto consumer power wheelchair where the end user states the chair will no longer hold a charge. This event creates the potential for inconsistent movement which could cause injury to the user or any bystander.